Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient underwent surgery and is doing fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that removal difficulty and a shaft break occurred. A portion of the device remains in the patient. The 95% stenosed target lesion was located in the very calcified and non tortuous left anterior descending (lad) artery. A 10mm x 3.00mm wolverine¿ coronary cutting balloon® monorail® was advanced and inflated to 8 atmospheres. After the balloon was deflated it became stuck in the vessel at the spot of inflation. The balloon was inflated and deflated an additional time in an attempt to remove the device. During the effort to remove the balloon, the hub of the delivery catheter was detached and additionally the middle portion of the catheter broke. After exhausting all attempts to remove the device ultimately the balloon portion of the catheter was left in the body. The procedure was ended. There were no patient issues as the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received in two sections as the result of a break in the hypotube. The shaft polymer extrusion was also completely broken and the balloon section distal of the break was not returned for analysis. A visual and tactile examination identified a complete break in the hypotube of the device. The break was located at approximately 300mm distal to the strain relief. The hypotube was also noted to be severely kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the hypotube that may have contributed to the complaint incident. A visual and tactile examination identified a complete break in the shaft polymer extrusion of the device. The break was located at approximately 135mm distal of the hypotube to shaft polymer extrusion bond. This type of damage is consistent with excessive tensile force being applied to the delivery system. The distal section of the break, including the balloon, was not returned for analysis. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was further reported the patient underwent surgery and is doing fine.